Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the front cover and enclosure had nicks and scratches. Line cord was faded and worn. Pole clamp has gouges. Microswitch is bent. Quick connect is corroded. Inside water tank is extremely contaminated. Missing standoff behind lcd. Heater is not working. The leak complaint could not be duplicated or confirmed. The heater was found not working. Root cause was not identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device was leaking. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.